Event description:
It was reported that the pt thought their controller battery died last night. Pt clarified since they got the replacement recharger (rtm), they'd been having issues with the controller battery. Pt said controller would show fully charged when they unplugged from ac power, but then 15-20 minutes after they started charging the implant, the controller would say empty battery (pt said sometimes the battery would be empty and sometimes it wouldn't). Pt then said last night while trying to charge, the controller said "cannot recharge", then went to a white then all black screen and would not turn back on, even after resetting controller. Pt plugged controller in to ac power supply without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. The issue was not resolved. An email was sent to the repair department to replace the battery pack since pt was having issues with controller battery previous to last night. Pt mentioned they wanted to recharge as much as they could now that the controller was working again to get out of pain.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), h3: analysis of the 97745bp battery pack (serial number (B)(6)) revealed it was out of electrical specification. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.